Event description:
Attempting closure device with perclose device (lot 6030642), device failure to deploy resulting in partial device being stuck in patient femoral artery. Failure to deploy closure device resulting in fragmentation of the closure device in the patient's arteriotomy; vascular surgery consulted and have agreed to proceed to or for primary closure and evaluation.